Manufacturer narrative:
A ge service representative performed an onsite investigation. Multiple system pcb assembly connections were evaluated and reseated. Further evaluating determined that the boot sequence was terminating at the display processor subsystem. No conclusion can be drawn as further system analysis, testing or repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the system failed to boot and exhibited a non-recoverable loss of system functionality. No patient serious injury or death was reported related to this event.